Manufacturer narrative:
Pump received with stripped battery cap coin slot(p). However, pump received with no button response at act due to unlocked j2/lcd keypad connector during visual inspection. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.